Event description:
A 24mm amplatzer septal occluder (aso) initially was deployed but did not seat properly on the aortic rim. After repeated deployment attempts, the aso was able to be implanted successfully. A post procedure electrocardiogram revealed the device was in stable position. The next day, a chest x-ray was performed, which showed the aso had embolized into the pulmonary artery. Using an 18f sheath, 20mm ensnare catheter and a 6f jr4 guiding catheter, the aso was percutaneously removed. The defect was measured again using a 34mm sizing balloon and a 26mm aso was implanted to close the defect. The patient was reported to be fine post procedure.

Manufacturer narrative:
The device associated with this event was not returned to sjm for analysis. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The results of this investigation are inconclusive because the device was not returned for analysis and medical records / procedural images were not provided. The cause of the embolization remains unknown. Other text: not returned to sjm for evaluation.